Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant procedure, there were multiple lead measurements through the analyzer and noted the r-wave and lead impedance measurements were consistently high. Upon visual inspection of the lead tip, there appeared to be a slight bend in the conductor material between the lead tip and ring and a fracture was suspected. A replacement lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.